Event description:
The cysto-nephro videoscope was returned to the service center with a report of a loose leak test connector. This issue does not indicate an MDR reportable event, however, a reportable malfunction was found during testing at the service center. During inspection of the device, corrosion was found on the device bending section sheath adhesive and on the device distal end. The issue was likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed adhesive and distal tip corrosion could not be determined, however, the issue was likely the result of component failure/degradation due to insufficient device cleaning/reprocess, wear, and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.